Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.